Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that her son's insulin pump shut off completely; the device then alternated between going blank and coming back on by itself. The device had a full battery but the device still turns off and on. The patient's blood glucose at the time of incident was 172 mg/dl. The customer just ate and attempted to bolus but the device went blank before resetting; then the device went blank again. Troubleshooting was initiated for the blank display. The customer confirmed that the insulin pump was not bumped, dropped, or exposed to moisture. The customer also confirmed that the battery cap contacts, battery compartment, and spring did not have any damage, corrosion, or missing components. The customer was advised to revert to a medically prescribed back-up plan. No products were returned and a replacement battery cap was shipped to the customer.